Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: d1, g1(contact person), h4.

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse removed the monitor and rebuilt the contacts. The iabp cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that on start-up the cs300 intra-aortic balloon pump (iabp) display had green lines making the data unreadable. There was no patient involvement, and no adverse event reported.